Event description:
It was reported to covidien that there were missing segments on the upper parts of the number of tens and units on the pulse rate display. No patient harm reported.

Manufacturer narrative:
(B)(4).